Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site experienced an issue when loading discs. At times, 3d models were built with missing slices. The manufacturer representative (rep) resolved this by deleting and reloading the scan, which would then load without missing slices. When they tried the same cd on another navigation system, the scan loaded without any issues. The problem occurred frequently but inconsistently. The site was using a scanner from a competitor. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736226, software version: 2.1.0 h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information: it was reported that the issue was believed to have been a setting on the CT scanner that was changed. In addition, the other changes made on the scanner also seemed to have helped. H3, h6) software data was received. Analysis concluded there was insufficient information to determine the root cause of the reported behavior. It was observed that there were 4 archives, in which two of them were for same patient with one missing a slice and the other without missing slices. When analyzed from the logs, it was seen that there was an error received when copying the actual files from media/cdrom to data. Because of this, there was a blank slice that was placed at a specific point. This might happen when there is any issue while reading the data from media or an issue with the location where data is copied to (destination). But, this information was not captured in the logs. Previously reported code, d15, is applicable as well as newly reported codes, b01 and c19. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.